Event description:
As reported for this event by the customer, during a laparoscopic transabdominal pre-peritoneal (tapp) procedure, the device tissue pad peeled off and fell outside the patient body. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The settings at the time of the event were setting mode level 1, maximum mode level 3.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional) and d4 (included update to serial no.). H6 codes (i.e. Types of investigation, investigation findings, investigation conclusion) have already been accounted for in the supplemental report. The additional event "grasping section broken" was confirmed during evaluation at the olympus repair center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the dislodgement of the tissue pad and the falling off of the gripping part occurred by the following mechanism(s). 1. The tissue pad was grasped at the distal end of the grasping section. This caused the rear end of the grasping section to contact with the tissue pad. 2. The tissue was grasped at the tip of the grasping part, and ultrasonic waves were output with the probe and tissue pad in contact at the rear end of the grasping part. 3. The output was activated while the tissue pad was worn out. This caused the probe to contact with the grasping section. As a result, a contact mark was generated. 4. Output was performed with the rear end of the gripping part and the probe in contact, and the following load was applied to the grasping part, so that the grasping part broke at the base point of the contact mark and fell off. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If you continue to make incisions in hard, thick tissues such as the cervix with only the tip of the gripping part and the tip of the probe tip, a part of the tissue pad will be severely worn, and the metal part will be exposed, which may scratch the tip of the probe and lead to rupture or falling off. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was missing. The grasping section was also missing; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was grasped at the distal end of the grasping section. This caused the rear end of the grasping section to contact with the tissue pad. 2. The tissue pad was worn and fell off. 3. The output was activated while the tissue pad was worn out. This caused the probe to contact with the grasping section. As a result, a contact mark was generated. 4. The output was activated while the rear end of the grasping section was contacting the probe. Therefore, a force described below had been applied to the grasping section. As a result, the grasping section broke and at the contact mark and fell off. Under the circumstances described above, the ultrasonic output was activated. The event can be prevented by following the instructions for use which state: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).